Event description:
Name of procedure: lap. Cholecystectomy. Event description: device was used to clip minor vessels. Vessels had to be clipped as usual for a cholecystectomy, but loading failed. They had to pull the lever a second time, than two clips at a time were loaded. As this occurred repeatedly they opened a second clipper from the same lot. It had the same problem. A third clipper was opened which than worked as intended. A minor bleeding was reported with low volume. Customer doesn't think it had relevant impact on the patients outcome. The device had to be replaced twice to solve the problem. No additional intervention was necessary. Additional information received from applied medical representative via email on 05jan2026: no clip loaded into the jaws. 10mm reusable trocar was used. The incident initially observed when the first clip was loaded. It happened twice. With the 3rd clip applier opened it was "solved". They manipulated the handle as it was blocked by somehow mobilizing the internal mechanic of the lever/handle. Then a clip was loaded correctly placed but the next activation was blocked again and after manipulating again a double-clip was loaded. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. Jaws were empty during insertion/removal. No loaded clip was manually removed from the jaws. When a clip was loaded it could be placed as usual, but the loading of further clips was disturbed. To add: the customer is used to the ca500 and always fully actuates and therefor resets the lever. The clip not load prior to the double feeding. Two clips dispensed during a single actuation. The trigger was blocked. They manipulated the handle as it was blocked by somehow mobilizing the internal mechanic of the lever/handle. Than a clip was loaded correctly placed but the next activation was blocked again and after manipulating again a double-clip was loaded. Intervention: the device had to be replaced twice to solve the problem. No additional intervention was necessary. Patient status: patient is well.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.